Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the catheter was inserted into the atrium however, after several minutes of attempting to map the coronary sinus the catheter would not respond when deflected. Fluoroscopy revealed the catheter had been kinked and formed a loop. The catheter was attempted to be removed however the loop had caught on an accessory branch of the femoral vein. The catheter was pushed back into the left atrium and the loop was undone but the procedure was cancelled. There were no adverse consequences to the patient due to the cancellation or device entanglement.

Manufacturer narrative:
One inquiry¿ steerable diagnostic catheter was returned for investigation. The catheter deflected when actuating the steering mechanism; however, the catheter did not deflect in the correct shape according to specifications, due to a bend in the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause for the device entanglement and subsequent procedure cancellation was attributed to the bend. The cause of the bend is consistent with damage during use.